Event description:
It was reported that revision surgery was performed due to fracture of the insert. The insert involved in this event is not currently marketed in the u.s. However, one of the concomitant products, the stem, is marketed in the u.s. Therefore, this event is being reported to the FDA.